Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly, motor, vibrator motor and battery tube. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's farther reported via phone call that the customer was pushed into the pool with the insulin pump. It was stated that they immediately dried it but the display remained blank. Blood glucose value was 104 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.